Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the saphenous vein graft (svg) to the obtuse marginal (om). The physician placed a filter wire distal to the lesion. Then attempted to place a 5.00x16 liberte stent, but 'had very little guide support.' As the guide would push back, it would pull the filter wire back up to the lesion, so the stent was unable to be deployed. The physician attempted twice to place a smaller 4.50x16 liberte stent. The filter wire was repositioned and again the physician was unable to reach the distal lesion. The filter wire was exchanged for a non-bsc guidewire and the 4.50x16 stent placement was attempted. However, the stent dislodged at the ostium of the svg, but the wire was still through the stent. An attempt to snare the stent was unsuccessful. A 1.50mm apex balloon was inflated distal to the stent. The stent was able to be moved from the ostium to the guide catheter. When the physician removed the guidewire, guide catheter, balloon, and stent, it was noted that the stent was no longer on the wire. The physician thought that the stent embolized somewhere in the leg. All of the system seemed to be intact. No pt complications. The treatment of the svg was abandoned. A 3.50x24mm liberte stent was deployed in the 2nd svg with no complications. Pt's status reported as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.